Event description:
Emergent procedure. Pt came in to the ER with back pain. Aneurysm was examined and a aaa repair was scheduled for the following day. Aorta measured seven centimeters to the point of the iliac bifurcation. Both internal iliac arteries were severely diseased. Physician planned to occlude both internal iliac arteries without embolizing the vessels. With the deployment of the zenith devices, the physician deployed another manufacturer's stent in the left iliac artery, due to the tortuosity present and the noted impingement upon the graft lumen. During the final angiogram, a nephrogram noted no right renal artery. With a wire guide and sheath in place, a visualization of the renal artery was observed. Physician attempted to balloon and stent the right renal, but was unsuccessful. With the presence of a catheter in the renal orifice, contrast would flow into the renal artery. It appeared that the main body graft may have been deployed too high. Although the procedure was concluded, the renal artery status will continue to be monitored. A brachial approach to gain access into the right renal artery may be attempted at a later date.